Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the severely tortuous, calcified and 99% stenotic left anterior descending artery. The physician advanced the 2.5x15mm maverick2 balloon to the lesion and inflated it to 10atms and the balloon ruptured. There were no pt complications. The procedure was successfully completed with another 2.5x15mm maverick2 balloon. Pt status is reported as "good".